Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked. The following information was provided by the initial reporter: the leakage was found during checking if the tube was unblocked or not.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: a device history review was conducted for lot number 0168709. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was evaluated by our team of engineers. Microscopic inspection of the device was able to identify a v-shaped cut in the catheter tubing that is consistent with a needle pierce through. Attempts to replicate this damage in the manufacturing process were attempted but unsuccessful in recreating this failure mode. Without additional information regarding the specific use of this device our engineers are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked. The following information was provided by the initial reporter: the leakage was found during checking if the tube was unblocked or not.